Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation the device involved in the complaint was evaluated in the laboratory on 14th november 2018. Proximal end of handle to filler cannula joint failed. Following the laboratory evaluation additional information was requested to clarify when and how all the kinks occurred "it will be impossible to assess this because of how the device was handled/packaged after the event. I can only relay the information that was given to me regarding the failure of the device to deploy. The customer did not report any visible defect upon opening the product". Documents review including IFU review prior to distribution all evo-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl a review of the qc records did not reveal any issues which could have contributed to this complaint issue. A review of the manufacturing records for evo-10-11-8-b device of lot # c1533961 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1533961; upon review of complaints this failure mode has not occurred previously with this lot # c1533961. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0056-5). Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force, that may have been applied during procedure. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When we got to the point of no return and pulled the wire out of the end of the gun the stent started to deploy backwards with the sphincter tome wire coming out of the end of the gun. We had to then remove this stent and on the second go with a stent from the same batch it deployed without any issue. We therefore think this was just a one off faulty stent. Cc form received 01-nov: the duct was successfully cannulated and a wire guide placed. The evolution biliary stent was introduced over the wire guide and across the stricture. Initially the stent deployed as normal but after the safety wire was removed at the point of no return the stent would not advance and a much thicker wire emerged at the back of "the" introducer. The doctor tried to recapture the stent but this was not possible. He eventually attempted to remove the partially deployed stent and introducer which was successful. A fresh evolution stent was placed across the stricture without further incident.

Manufacturer narrative:
Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th november 2018. Proximal end of handle to filler cannula joint failed. Following the laboratory evaluation additional information was requested to clarify when and how all the kinks occurred "it will be impossible to assess this because of how the device was handled/packaged after the event. I can only relay the information that was given to me regarding the failure of the device to deploy. The customer did not report any visible defect upon opening the product". Documents review including IFU review: prior to distribution all evo-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-8-b device of lot # c1533961 did not reveal any discrepancies that could have contributed to this complaint issue. There is no evidence to suggest that this issue affects the entire lot # c1533961; upon review of complaints this failure mode has not occurred previously with this lot # c1533961. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause was determined, incorrect glue was used to glue the filler cannula to the handle cannula. Nc19-048 has been initiated and will document all necessary action required as result of this issue. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted, investigation reopened due to ft-ir analysis of cannula samples being carried out on 28jul2020. The investigation findings have been updated accordingly. When we got to the point of no return and pulled the wire out of the end of the gun the stent started to deploy backwards with the sphincter tome wire coming out of the end of the gun. We had to then remove this stent and on the second go with a stent from the same batch it deployed without any issue. We therefore think this was just a one off faulty stent. Cc form: the duct was successfully cannulated and a wire guide placed. The evolution biliary stent was introduced over the wire guide and across the stricture. Initially the stent deployed as normal but after the safety wire was removed at the point of no return the stent would not advance and a much thicker wire emerged at the back of he introducer. The doctor tried to recapture the stent but this was not possible. He eventually attempted to remove the partially deployed stent and introducer which was successful. A fresh evolution stent was placed across the stricture without further incident. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: our manufacturer is also requesting the following: 1. Was the directional button fully engaged? Yes. 2. Could the stent have been accidently switched during advancement? No. 3. Was the stent partially exposed? Yes it initially deployed smoothly for the first 2 cm. 4. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No. 5. Can you provide me with a tracking number for this device as we have not received it in cirl for evaluation? 6. The complaint device has been received and below are some additional questions from cook ireland to aid with the investigation. To clarify when/how all the kinks occurred (noted in various parts of sheath)?